Event description:
Following a diagnostic cardiac catheterization, the physician closed the arteriotomy with the closer tsl 6 fr. Device. The device deployed and was removed without complication. The procedure was completed at 3:05 p.m. The pt ambulated without incident one hour following the procedure. At 5:35, the pt rose to go to the bathroom and began to bleed profusely. The pt vagaled and IV atropin was given. A combination of manual compression and pressure with a c-clamp was held for 30 minutes until hemostasis was achieved. Approximately 400 ccs of blood was lost prior to achieving hemostasis. The pt recovered without further incident and was discharged the following day.